Event description:
Inserting a radial arterial line and was unable to remove guidewire from artery. Vascular surgery consulted immediately who responded and performed cut down of artery to remove guidewire. Upon inspection the strands of the guidewire appear to have unspooled in artery.